Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, post paced t wave oversensing was noted on the implantable cardioverter-defibrillator. Programming change was made. Patient's condition was stable.